Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that they planned to conduct femoral artery closure with the involved angio-seal device after an embolization operation for a head and neck aneurysm. Vascular color ultrasonic inspection confirmed the indication. After they deployed the anchor, it was found that the anchor was not set out completely; the anchor was pulled out together with the collagen. They changed to a new angio-seal of the same size, and the following procedure went on well. There was no harm found on the patient, and the patient was in stable condition. The blood loss was less than 250cc. Additional information was received on 13jan2020. A 6fr sheath was used.